Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously sent into service for the reported condition. However during previous services, the main batteries and harness were replaced. This issue is being investigated through CAPA.

Event description:
The facility representative reported a colleague infusion pump with a batteries need to be replaced. This condition had the potential to interrupt delivery. It is unknown when the event occurred, but it is known to have occurred in the biomed service department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of batteries need to be replaced was confirmed and duplicated during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.